Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in emergency room after receiving shocks, inappropriate shocks due to far-p oversensing were observed. R-wave amplitude was also decreased within one month. Programming changes and further tests to check lead position were recommended. No further information was available.

Event description:
New information received notes that the patient was stable post lead replacement procedure.